Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed "error". No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection found no observations related to the customer complaint. The receiver data log could not be downloaded and functional testing could not be performed. Customer complaint was not confirmed the root cause could not be determined.